Event description:
It was reported that the patient implanted with this artificial urinary sphincter aus experienced recurring incontinence. Suspecting fluid loss in the device, a surgical procedure was performed during which the aus was explanted and replaced with a new device. It was noted that a leak could not be confirmed at the time of revision, but the device would not cycle as expected. No further patient complications were reported.